Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8mm prograsp forceps instrument had some loosened cables. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the force amplification pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Additional observations not reported by the customer: the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 5.53mm x 5.83 mm was not returned with the instrument. The components adjacent to the broken main tube did not show any damage.